Event description:
Argon generator was set on endo setting - 4.0 with iso power setting for a laparoscopic supracervical hysterectomy. Surgeon placed handpiece into pt's abdomen and activated the handpiece. She was able to use this handpiece for a short time before the tip melted off. Handpiece removed immediately. Abdomen irrigated with nss. Handpiece removed from sterile field and was replaced with a new one. No further issue noted: setting was changed to manual setting 4.0/150 with new handpiece. Pt. Tolerated procedure.